Event description:
It was reported that the 8100 had error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was the device had error code 242.4030 was not identified during the customer call. Technician has recommended to replace the air in line sensor and the motor control board. Customer stated that he would try tech support recommendation and if he has any more problems or issues he would call back. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.